Event description:
Allegedly surgeon implanted a 3+ base plate with a size 4 femoral component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.